Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that noise was detected on the rv lead. The lead was explanted. Patient is in a good condition.